Manufacturer narrative:
(B)(4).

Event description:
During index procedure, a mo.ma ultra cerebral protection device was used to treat the right ica to cca successfully. Approximately 5 days post index procedure, the patient suffered in stent thrombus. Treatment given to the patient was pta. Investigator has assessed that the relationship between the event and the study device is unknown.